Event description:
It was reported that a balloon rupture occurred. A 3.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. During inflation at 6 atm for 30 seconds, the balloon ruptured, with a vertical separated shape form in the middle of the balloon. The device was removed and the procedure was successfully completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.